Event description:
A customer from the (B)(6) reportedly ran a blood test on the contour link meter and received a result of 25mmol/l. The meter automatically marked it as a control reading. When accessing the memory of the meter the reading would be interpreted as a control test. There was no adverse event alleged. The meter and strips will be returned for evaluation.

Manufacturer narrative:
Model # was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Manufacturer narrative:
The contour link meter was also returned for evaluation but was not reported initially: model # not provided, serial number (B)(4), manufacture date 05/27/2012. After several tests were run on the meter the display went blank. Debris was discovered on the strip detection switch, which could have been due to customer misuse. The initial report of blood results marked as controls was not observed.